Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a daily shocking/jolting sensation in the arm and shoulder which was related to body movement and was a sudden change in therapy which had been happening since (B)(6). The patient stated "my arm and shoulder would twitch and if I lie down on the bed and lie in an 8 position and push on the battery in my body, I feel my leg getting really numb even though it's off." The patient also reported that her stimulation wouldn't turn off. The patient programmer (pp) was used at the time of the call and the patient reported they were at 3.20 volts. They lowered it to 3.10 volts and then turned stimulation off completely. Even though stimulation was turned off the patient still felt stimulation and it was shocking her. The patient called back the following day and stated even with therapy off she was feeling jolts that would pinch up her arm out of the blue and she was still feeling stimulation. The pp was used and verified that stimulation was off and therapy was at 0.0 volts; no additional programs or groups were present. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) met with the patient to turn off their stimulator. They noted that they were told that the battery had been in five years so it needed to be changed. They still felt it in their body. The issue was resolved and they had no more tingling. If additional information is received, a follow-up report will be sent.